Event description:
It was reported that the t:slim x2 pump battery failed to charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, including using different power adapters and charging cables, but the issue persisted. As a result, tandem technical support arranged to send a replacement pump and instructed the customer on returning the malfunctioning device. The customer was informed about the steps to take upon receiving the new pump and agreed to use multiple daily injections as a backup therapy while continuing with the current pump until the replacement arrives.